Event description:
It was reported that balloon inflation and deflation problems were experienced after insertion of the intra aortic balloon. Because of this problem, the intra aortic balloon was removed and replaced without any complications.